Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly and a new ra lead of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description h6 device code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly and a new ra lead of the same model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was capped due to out-of-range impedance measurements and high thresholds. No additional adverse patient effects were reported.